Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that duragen secure was implanted on (B)(6) 2014. Then on (B)(6) 2014, there was a csf (cerebrospinal fluid) leakage (the amount that leaked was not provided), but no new surgery. The issue resolved on (B)(6) 2014.